Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker observed that one of the batteries being used in the device was 4 years old. The device operating instructions provide a recommendation to replace the batteries approximately every two years. Old batteries can contribute to unexpected losses of power; however, a definitive cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times. There was no report of patient use associated with the reported event.